Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, the pt had the scs system explanted by their own request. The pt said that their pain had been resolved through other therapies. The products were sent back to sjm for analysis. During analysis, an issue was found with one of the pt's leads.

Manufacturer narrative:
The exact lot number of the damaged device is unk so both possible lot numbers (2769865 and 175683) have been reviewed. Evaluation: method: a visual inspection and functional testing were performed. The device history and sterilization records were reviewed. Results: the visual inspection revealed some discoloration in the leads segment. A fractured spacer was also observed between channels 7 and 8 of the terminal end. The lead failed continuity and stress testin on channels 6 and 8 of the terminal end but all other channels measured less than 4 ohms. Conclusion: the fractured spacer on the lead was found only during analysis. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.